Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle the needle and holder separated/spin out. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the protective cover over the needle separated from the device when closing it."

Manufacturer narrative:
Investigation summary: bd had not received samples, but one photos were provided for investigation. The photos were reviewed and the indicated failure mode for broken pivot shield. Was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode broken pivot shield. Bd determined that the root cause of the indicated failure mode was attributed to the root cause is plastic flash (excess plastic material from injection molding of the component) on the pivot shield which created a tight fitment between the pivot shield and collar; thus, restricting the movement of the pivot shield forcing it to break off.